Manufacturer narrative:
Additional information was received that the patient was experiencing pain as the battery pack from her scs was sticking out and was catching on things. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg was superficial. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg was superficial. The patient will undergo an ipg revision procedure.